Event description:
Two burrs were removed; burrs were from the screws or the plate.this is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Two burrs have been analyzed to determine the nature of the material. The contaminants were removed from the screws or plate. Analysis by scanning electron microscope and x-ray could not detect residues. The organical residues possibly originated from the surgery. The present burrs were manufactured in the same material as the matrixorthoganthic screws. It can be assumed that rest material was on the screws and transferred to the surface of the plate during the implantation of the matrixorthoganthic screws and plate. Foreign elements cannot be detected. The lot number is unknown therefore a review of the device history record could not be completed.